Event description:
A hospital nurse reported that when loss of image was experienced during a pt procedure, a cf-100l colonscope was withdrawn and replaced. The procedure was completed successfully with the second scope.